Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that battery compartment was overheating. Customer stated that when she tried to remove the battery it was so hot that she could not touch it. Customer let the pump cool down and then inserted a new lithium battery and now the insulin pump was warming up again. Customer stated that the outer rim of the insulin pump was little melted. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No device heating up anomalies noted during testing. Tested with a test p-cap and the test p-cap locked in place properly. (B)(4).